Event description:
Patient's husband reported his wife pump was removed due to a tumor growth at the end of the tube (catheter). Drugs used in pump were morphine and clonidine. No additional information has been provided concerning the patient's current condition or outcome.